Event description:
Pt on insulin at 8 units (8cc) per hour. IV pump set at 8 cc/hr. Pump running 1730-2200. Volume infused 35cc displayed correctly on pump, but volume on buretrol has only 10 cc infused out.